Event description:
A customer reported to beckman coulter, inc (bec) that cleaning agent (clenz) was leaking from the coulter lh 780 hematology analyzer. The leak was contained within the instrument and did not affect any critical component. The customer was wearing a lab coat, gloves, and goggles when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. The customer was able to clean spill using good lab practices. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found cut tubing at the bottom of the red blood cell (rbc) bath, and replaced the tubing. The service activities were verified per the established procedures and the results met the published performance specifications. The leak may have contained blood, controls and diluent.

Manufacturer narrative:
(B)(4).